Event description:
It was reported that the patient presented with high pacing impedance, r-wave amp variation and high capture threshold exhibited on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2023. There were no patient consequences.